Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 04/09/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was use. It was reported that the strand broke at 2-3 mm from the needle. The needle was lost and not found. Another like suture of other lot was used to complete the procedure. No further information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/28/2020. A manufacturing record evaluation was performed for the finished device batch pcj774, xzw871219 and no non-conformances were identified.